Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned within the sheath, the stent was seen to be badly deformed, the sdw (stent delivery wire) was seen to be kinked, and the introducer sheath was seen to be damaged. During a functional inspection, the sdw (stent delivery wire) was advanced to deployed the stent from the introducer sheath during analysis, however strong resistance felt while advancing. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent failed/unable to deploy and stent partial deployment could not be duplicated during analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after delivered the stent to the target location, the operator withdrew the microcatheter to deploy the stent, but the stent could not be deployed and only a little of the tip could be pushed out of microcatheter. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and it was noted that the atlas stent was within the introducer sheath an was noted to be extensively deformed, the sdw was kinked and there was damage noted to the tip of the introducer sheath. It is probable that the device may have been damaged during stent transfer or advancement through the microcatheter causing the reported failure to deploy the stent and stent partial deployment. It is probable that the stent was withdrawn back and re-sheathed into the introducer which may have caused further damage to the device components. An assignable cause of procedural factors will be assigned to the reported 'stent failed/unable to deploy' and 'stent partial deployment' and to the analyzed 'stent deformed', 'sdw kinked/bent', 'stent introducer sheath distal tip damaged' and 'sdw friction', as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during procedure, after delivered the stent (subject device) to the target location, the operator withdrew the microcatheter to deploy the stent (subject device), but it could not be deployed and only a little of the tip could be pushed out of microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure, after delivered the stent (subject device) to the target location, the operator withdrew the microcatheter to deploy the stent (subject device), but it could not be deployed and only a little of the tip could be pushed out of microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.